Event description:
It was reported that the implant would turn off by itself, intermittently, for the past two weeks. It was noted that the patient would "double over in pain" and would have to physically turn stimulation back on. It was noted that there was no known accident or incident related to this event. Additional information received one day later reported that the patient was an electrician and over the last six weeks reported that the implantable neurostimulator (ins) turned off three times. It was noted that the patient confirmed with the patient programmer that the device was off but no power on reset (por) was seen by the patient. It was noted that the event occurred following environmental exposure at a water treatment facility where there were some machines that had a large potential electromagnetic interference (emi). It was noted that the patient was in a clinic with the manufacturer's representative at the time of report. The impedance measurements were reportedly normal and around 1200 ohms. It was noted that the patient changed job sites frequently for his job and hadn't had any issues with other sites. Additional information received two days later reported that there were no interventions planned. The patient was reportedly receiving adequate therapy and was asked to record when and where the device shut off again. It was noted he was working near large amounts of electricity. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported nine months later that the patient would feel the stimulation intermittently turn off when in the electrical plant and then was able to turn the ins back on. The patient understood this was what happens when he was close to emi so he leaves the ins off unless he really needs the stimulation on. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).